Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had no recollection of when the pump running out 2 days before it was supposed to in 1995 when it was first noticed. The patient started at (B)(6) and was (B)(6)when they stopped using the pump. The patient gained 50 lbs while using the pump and lost this weight in 30 days after stopping the pump. The circumstances that led to the pump running out 2 days before it was supposed to in 1995 was that there was no adequate morphine in the pump for the last 2 days of each refill cycle causing the morphine withdrawal illness. After using the morphine pump for approximately one year the patient found that they were getting very ill. After many months of this illness, the patient realized that this occurred several days before the patient was due for a pump refill. The patient was very ill. When questioned, the nurse said that this problem had happened before and the pump had to be adjusted because the patient was running out of morphine. The patient was very upset because two days each month they were experiencing morphine withdrawals, thus the reason for their illness. Shortly after the pump was reset, the doctor said the pump had to be stopped prior to a surgery the patient needed. It took 30 days of illness to withdraw from the morphine and the patient did not want it again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine of an unknown concentration and dose via an im plantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump ran out of morphine 2 days before it was supposed to and left the patient in pain. The pump was removed sometime in 1995. No further complications were expected or anticipated.